Event description:
Stiffness in the left knee (joint stiffness), swelling in the left knee (joint swelling), pain in the left knee (arthralgia), left knee effusion (joint effusion). Case description: spontaneous report received on (B)(6) 2010 from a physician regarding a (B)(6) male pt, initials (B)(6). The pt had a history of osteoarthritis of the left knee and previous synvisc one treatment in (B)(6) 2010. The pt received a synvisc one injection in the left knee on (B)(6) 2010. Approx 6 hours after the injection the pt began to experience pain, swelling, and stiffness in the left knee. The symptoms had become progressively worse. On (B)(6) 2010, the pt was seen by the physician and 60 cc of fluid was drained from the left knee and the pt was given a corticosteroid injection in the left knee. The physician assessed the events as definitely related to synvisc one. As of the date of receipt of this report, the pt had not yet recovered. See (B)(4) for another adverse event case from this reporter.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsable for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.